Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered down unexpectedly; while transporting a patient, the respiratory therapist (rt) hit a bump in the hallway, and the device powered itself off. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device powered down unexpectedly. While transporting a patient, the respiratory therapist (rt) hit a bump in the hallway, and the device powered itself off. The device was powered back on without any patient issues; the customer was unable to replicate the issue and did not find any issues after checking all electrical connections. The customer noted that the device passed all testing and was ready to return to service but wanted to make sure that field change order (fco) 35v rail had been completed on this device. The remote service engineer (rse) verified the part number of the power management (pm) printed circuit board assembly (pcba) , which is the remediation for the fco, and informed the customer that the fco had previously been completed. The rse also reviewed the event log with the customer, found that the 2002 "system shutdown" error was logged at the time of the occurrence, and advised the v60 service manual indicates that the error occurs when the ventilator is powered off; no action is required. Further case information regarding whether the customer returned the device to service is still pending.

Manufacturer narrative:
Per the phone conversation with the customer on (B)(6) 2026, the device was returned to service after it passed the required performance verification tests per philips standard as the unexpected shutdown issue could not be duplicated. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.